Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during the morning medication administration the infusion was found to continue to run after the IV filter tubing disconnected from the IV tubing. There was no report of patient harm.